Event description:
Additional information received indicates that during cataract surgery with intraocular lens implantation, bubbles of viscoelastium were visible. After rinsing the handpiece, it worked perfectly. The patient experienced a corneal burn in the right eye, resulting in wound leakage, anterior chamber collapse, and corneal opacities. Sutures were required, and the procedure duration was prolonged. After surgery, astigmatism was observed postoperatively. The patient's current symptoms were improving.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the bubbles, thermal injury/corneal burn, incision site, corneal wound leakage, anterior chamber-collapse, vision-induced astigmatism, corneal haze, procedure-corneal suture complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. As no lot code or sample was received, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in section b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicated that ultrasound coagulated viscoelastic, which had clogged the phacoemulsification handpiece tip. This impaired flow caused the handpiece to overheat and resulted in a corneal burn to the patient. This report pertains to the ophthalmic viscoelastic involved in this reported event.

Manufacturer narrative:
G.9. This report originally filed as MDR number from 2028159-2025-00468. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens implantation, bubbles of viscoelastic were visible. After rinsing the handpiece, it worked perfectly. The patient experienced a corneal burn in the right eye, resulting in wound leakage, anterior chamber collapse, and corneal opacities. Sutures were required, and the procedure duration was prolonged. After surgery, astigmatism was observed postoperatively. The patient's current symptoms were improving.